Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient didn't think the device was working. The patient said the symptoms are worse than they were before the patient got the device. The device was implanted for bladder and bowel control. They changed from program 1 to program 2 and tried increasing stimulation but symptoms didn't improve. Patient services did not ask about the circumstances that led to the reported issue. Reviewed how to change programs. The patient changed to program 3 and adjust stimulation to a comfortable level. Reviewed if symptoms don't improve the patient can increase stimulation or change to program 4. It was recommended that they follow up with their healthcare professional if their symptoms do not improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device not working was not able to be determined. They ¿struggle with setting up the implant, confusing.¿ it was noted that after implant, they had a 5-minute lesson on how to use it by phone. They stated that they were ¿having problem making it to the toilet in 3 public bathrooms.¿ also, when they get up at night and early morning, they ¿have pee running the inside of their legs¿ and their clothes are soaking wet.

Event description:
Additional information was received from the patient. In response to the inquiry for clarification on the statement of the device not working and if the patient was describing issues with their therapy or their device, the patient replied that their symptoms were worse than when they started and that they had severe problems with wetting their pants and not getting their pants off fast enough. In response to the inquiry for what steps had been taken to resolve the issue, the patient stated that they had an appointment with their gastrointestinal doctor on monday and that the issue had not yet been resolved. The patient stated that they were not sure if it was ¿worth¿. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.